Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer did not complete the intended bolus within 90 seconds and the pump screen timed out. The customer's blood glucose level was in the 200s (mg/dl). A bolus via the pump was delivered to address bg level.